Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a false positive (resistant) cefoxitin screen result for staphylococcus aureus atcc® 29213¿ in association with the vitek® 2 ast-p626 test kit (ref 413863, lot 5360973403). No strains were submitted for investigational testing. Submittal of the customer¿s isolates is required in order to confirm a vitek 2 discrepancy compared to the reference method. Since no strains were able to be submitted by the customer, an internal staphylococcus aureus atcc® 29213¿ strain was used for investigational testing. The biomérieux internal s. Aureus atcc 29213 quality control strain was subcultured to tsab agar. A second subculture was performed and testing included ast-p626 cards from the customer lot (5360973403) and a random lot (5361200103) in duplicate. All four ast-p626 cards tested resulted in the expected negative oxsf result. No quality control deviations were observed. Ast-p626, lot 5360973403 met final qc release criteria. The lot passed qc performance testing.see h10 for addtl mfg narrative.

Event description:
A customer in (B)(6) notified biomérieux of a false positive (resistant) cefoxitin screen result for staphylococcus aureus atcc® 29213¿ in association with the vitek® 2 ast-p626 test kit (ref 413863, lot 5360973403). Repeat analysis with the vitek® 2 ast-p626 test kit was not performed. The expected result is cefoxitin screen negative. Global customer service (gcs) identified that the customer does not clean their optics. According to the instrument instruction manual, the optics should be cleaned on a weekly basis. As this was a quality control strain, there is no patient involved. A biomérieux internal investigation will be initiated.